Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that low speed advisory alarms occurred while the pump was connected to the mobile power unit and the patient was lying down. The lvad clinician reported that upon interrogation of the pump history files, several pump stoppage events and low speed advisories occurred. The lvad clinician attempted to reproduce the alarm in the hospital, but it could not be reproduced. Auscultation of pump hum was abnormal. The patient was admitted to hospital. An ungrounded patient cable was requested for use with a/c power. The patient was asymptomatic. No further information was provided.

Manufacturer narrative:
Although the reported alarms were confirmed via the submitted system controller log files the cause could not be conclusively determined. X-rays were submitted and reviewed by technical services and were reported to be unremarkable. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.